Event description:
It was reported that the compressor shows a standby message and that no compressed air comes out. There was no patient harm. (B)(4).

Manufacturer narrative:
The exchange part has been requested back for investigation. A supplemental medwatch will be submitted when the investigation has been finalized. (B)(4).